Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, prior to the start of the case, the scrub technologist discovered that the screwdriver would not sit down on the screw head properly.